Manufacturer narrative:
Evaluation - the driver's t20 drive feature has sheared off along a plane that is perpendicular to the driver's axis. The fracture surface was examined with the aid of a 5x loop. Failure may be due to high torque application but low cycle fatigue initiated by prior high torque application can not be ruled out. Corrective actions were previously initiated as part of a CAPA investigation in relation to similar failures of this device. Product is being replaced with a new driver, part number 39-sp-0730.

Manufacturer narrative:
(B)(6). Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
A reform polyaxial driver (39-sp-0700) was received on 9/26/2018 with an rga indicating that the driver is broken. It was identified upon receipt that the driver tip is broken off. Follow-up for details of the event have been unsuccessful to date.